Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer said where pivot link is bolted it allegedly snapped. He says it did not look like gradual break but immediate. The serial number is invalid. MDR filed.